Event description:
Additional information reported the patient had no improvement following their second deep brain stimulator (dbs). The reporter stated they had their first dbs in 2004 and were able to write their name, carry liquids, sew on buttons and stitch hems, cook for themselves and others, apply makeup, and socialize with friends over coffee or lunch. It was noted that after the dbs in (B)(6) 2012, the patient had no improvement. It was further noted the patient could not return to work, write their name, use a keyboard reasonably well, turn pages, do any cooking or baking, or feed themselves. The reporter stated they could no longer socialize over food and controlling temperature, gears, and other ancillary functions made driving difficult. It was noted walking was a ¿series of lurches¿ and walking was impossible to do for more than a few minutes before they lost their balance and were out of breath. It was further noted the patient was fatigued constantly and their speech was slurred. It was noted that treatment had been symptomatic with little improvement. The reporter stated their healthcare professional and manufacturing representative had not seen this response before. It was noted that programming the stimulators did not help and they frequently lost the benefits of the program ¿within hours.¿

Event description:
A loss of efficacy which was "unrelated to stimulation therapy" was reported. Increased tremor was stated as a symptom. While the st imulation was turned on, the patient was shaking "like crazy in both hands." Patient's manual dexterity was nil. It was stated the symptoms had started on (B)(6) and had been getting worse by the day. It was confirmed the stimulation was on. It was stated the patient was shaking like a leaf and both hands were helpless. It was indicated there had been no known accident or incident related to this complaint. Patient's stimulation was adjusted three days after the initial report and a few days later her tremors became worse. On (B)(6), it was stated the patient had gone to see her healthcare provider 2 weeks prior. It was reported that she was getting jolting sensations to the point where she felt she was going to pass out ever since the visit to the doctor. It was stated the patient felt completely exhausted and her hands were "out of control." It was disclosed that the patient had tremors from her neck all the way down to her hands. It was also reported that she had been sick for the last week with "a virus or bacteria." She saw her hcp on (B)(6) and was given an antibiotic for this. It was stated on (B)(6), the patient was unable to open her eye and it was very red. The patient then saw hcp again and was given antibiotic drops for this. More than two weeks later it was reported that the patient had been shaking so much that "she could not get out of bed only to go to bathroom." Never having therapeutic effect was stated. Information also reported on patient's other neurostimulator in regulatory report # 3004209178-2012-11198

Event description:
Additional information received reported a loss of therapeutic effect. The reporter stated that the patient's most recent implants had not been satisfactory, especially considering the success she had with her implant from 8 years ago. It was reported that the patient didn't really have the use of her hands. It was noted that the device was supposed to eliminate the tremor on the left side. It was noted that the doctor had reprogrammed the device and 'had never seen anything like it' as three hours later the 'programming was gone.' It was unclear if this was referring to programming settings or therapeutic benefits of programming. The reporter stated that the patient was constantly tired, couldn't walk steadily, couldn't write, and her speech didn't sound good. It was noted that when the device was turned off the tremor 'goes wild,' so she was getting some therapeutic relief. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389-40, lot# j0428210v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387s-40, lot# v975686, implanted: (B)(6) 2012, product type: lead. (B)(4).